Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that she had a few patients who had said that their device wasn¿t working or had never worked for them. The hcp reported that there was 3 of these instances over the past several months. The hcp had no further information. No further complications were reported.